Manufacturer narrative:
This report is being filed to update the describe event or problem field.

Event description:
It was reported that there was an atrial fibrillation (af) in progress with occasional undersensing of af with inappropriate atrial pacing noted on the stored electrogram (egm) as well as frequent mode switches. The atrial sensitivity was reprogrammed. Additional information noted that when reviewing the egm via remote monitoring the cause of the mode switched was due to atrial fibrillation and there was evidence that some of the afib signals were too small to be sensed even at the maximum device sensitivity. No further programming changes were made. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that there was an atrial fibrillation (af) in progress with occasional undersensing of af with inappropriate atrial pacing noted on the stored electrogram (egm) as well as frequent mode switches. The atrial sensitivity was reprogrammed. Additional information noted that when reviewing the egm via remote monitoring the cause of the mode switched was due to atrial fibrillation and there was evidence that some of the afib signals were too small to be sensed even at the maximum device sensitivity. No further programming changes were made. Additional information noted that a review of presenting electrogram (egm) showed ventricular under sensing resulting in inappropriate ventricular pacing. It was discussed to consider increasing the right ventricular sensitivity at the next in clinic review. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to update the describe event or problem field.

Event description:
It was reported that there was an atrial fibrillation (af) in progress with occasional undersensing of af with inappropriate atrial pacing noted on the stored electrogram (egm) as well as frequent mode switches. The atrial sensitivity was reprogrammed. No adverse patient effects were reported. The device remains implanted.